Manufacturer narrative:
Field service inspected the stellar unit on site. The reported problem was not duplicated; however the compressor, ultrasound, and fluidics modules were replaced as a precaution. The device history was reviewed and found to meet manufacturing specification.

Event description:
The doctor was performing surgery with the stellaris unit and was getting weak vacuum. The patient sustained a corneal burn. Other doctors reported the system was performing poorly. Additional information: they confirmed the one patient had a corneal burn which required suture to close the wound.

Manufacturer narrative:
Field service returned the compressor, ultrasound, and fluidics modules for evaluation. All modules were evaluated and they all passed applicable standard testing with none of the reported problems duplicated.